Manufacturer narrative:
The explanted devices were not returned to bsn as the whereabouts are unk.

Event description:
A report was rec'd that the pt was explanted due to infection. No other info was provided.